Event description:
It was reported to boston scientific corporation that during prostate biopsy procedure, the device did not load correctly and did not take specimen due to misfiring. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis of the returned device revealed it was not functional verified by the cannula not locking into place when button is fully depressed. The device was disassembled and a check of the device function was performed using only the cannula and stylet s/a's, cannula latch, and handle lower shell. When the cannula latch was manually held down (replacing the function of the two posts from the upper shell) and the cannula was manually retracted, the device does arm. The cannula latch was found to have become ultrasonically welded, during manufacture, to the two posts from the upper shell designed to hold the cannula latch down. The inadvertent welding of the two components has deformed the tips of the posts. The height of the two deformed posts from the handle upper shell were measured with calipers and found to under specification. The deformation of the posts limited the amount of force applied to the cannula latch, causing the cannula latch not to properly engage the cannula hub when the device was cocked. The root cause of this complaint is a design error that allows the internal components of the device to become ultrasonically welded, causing deformation that affects the ability of the device to arm. A review of the device history record revealed no anomalies that could be associated with this incident.